Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿the role of narrow aortic bifurcation in affecting evar treatment and outcomes¿. Bianchini massoni c, perini p, rossi g, carli ag, catasta a, nabulsi b, freyrie a. Annals of vascular surgery. 2024 sep;106:132-141 doi: 10.1016/j.avsg.2024.03.021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the role of narrow aortic bifurcation in affecting evar treatment and outcomes¿. The time frame for this study was over a six-year period. Multiple manufactures products were mentioned within the article. Endurant ii stent grafts were implanted in 27.4 % of the patient population. The following adverse events were reported; limb occlusion (4 patients) , re-intervention no additional clinical sequalae were provided in relation to medtronic products.